Event description:
The pt presented with greater than 50% symptomatic stenosis in the middle cerebral artery (mca) m4 segment. The guide wire (subject device) was advanced distally to the lesion and used to deliver the balloon catheter to the lesion. Angiography taken after the angioplasty confirmed that "there were no problems". The stent was successfully deployed at the lesion. As the physician was "withdrawing the stent delivery system, the guide wire was felt to be slipping", and was moved forward. Angiography showed there was a vessel perforation distally in the m4 mca branch. The pt suffered a parenchymal bleed due to the vessel perforation. The physician noted there was a small arteriovenous malformation (avm) in the perforation region that may have contributed to the bleeding. A microcatheter was used "to create stasis" at the perforation site and protamine was administered. The pt's current condition was reported as, "not doing good".